Event description:
It was reported that the customer had an unspecified cartridge issue. Customer's blood glucose level was 342 mg/dl. Reportedly, customer will complete supply change to address the issue and declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.